Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall resulting in increased threshold measurements and loss of capture (loc). An ultrasound confirmed a lead perforation. The patient complained of pain. Surgical intervention is pending.

Manufacturer narrative:
The lead is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that surgical intervention was performed. Despite previous x-ray imagining indicting that the lead perforated the heart wall, no perforation was observed however the helix mechanism was confirmed to be broken. The lead was explanted but not replaced as the patient does not need rv pacing therapy.